Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 3, 2020. H6 (identification of evaluation codes 2199, 11). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that there was no delay in the procedure, no blood loss, and the surgery was completed with no patient effect. The user facility stated that this was an emergency case. The patient came in with impella system and left the operating room with impella and ECMO.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 4210, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 4210 - leakage/seal. Conclusions code: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be conducted. A representative retention sample was selected and reviewed with no damage observed. It was then built into a circuit with bovine blood conditioned to conditions that matched the clinical case and circulated for 6 hours. Plasma leakage was not observed at the end of the 6 hour circulation. An engineering investigation has been open to further investigate this event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, after 240 minutes extracorporeal circulation time a plasma leakage occurred. It is still unknown whether there was a delay in the procedure, whether the surgery was completed successfully, whether there was blood loss or any patient effect. The product was not changed out.